Event description:
An optometrist reported a pt with sectoral injection and edema of the right eye conjunctive. At visit pt indicated "noticed right eye redness this morning after exercising. Pt also complained of mild irritation, foreign body sensation temporarily, and dry eye." Add'l info from reporter indicated the pt's topical steroid dosage was increased. Add'l info has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. Add'l info has been requested. (B)(4).